Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The submitted controller event log files contained overlapping data spanning from (B)(6) 2021 at 03:50:13 to (B)(6) 2021 at 15:34:53, per the timestamps. No notable alarms were captured, and the pump was operating as intended following the initialization of the system at implant. The patient was implanted with on heartmate 3 left ventricular assist system, serial number (B)(6) , on (B)(6) 2021. Following implant, the patient experienced sustained ventricular tachycardia and underwent cardioversion, returning the patient to normal sinus rhythm. The patient had a history of ventricular fibrillation/cardioversion prior to ventricular assist device (vad) implant and remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), in stable condition. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was alert without syncope. The patient had ventricular fibrillation prior to lvad implant. It was believed that the arrhythmia could be the cause of the low flow alarms, as after the shock the heart rate recovered and the low flow alarms resolved. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The log file analysis revealed multiple pulsitility index (pi) events throughout the log. There were also 4 lower flow events that were not sustained long enough to trigger the low flow alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient was running on low flow v2.0 software. The patient had ventricular tachycardia (vt) but no other clinical issues at the time. Cardioversion was used to treat the patient's arrhythmia.